Event description:
Feedback and limited benefit with esteem ii. Patient reported a sudden onset of a loud noise (feedback) on (B)(6) 2016. A clinical visit was conducted on (B)(6) 2016 and the issue was confirmed. The device was turned off at that time while a plan was established to determine the cause. Testing data from esteem commander suggests a possible damaged sp header and middle-ear tissue growth. Exploratory surgery was scheduled and conducted to address both.